Event description:
Patient was taken to surgery for spontaneous, expanding left pneumothorax with incomplete resolution after chest tube placement. During closure of the apical segment of the left upper lobe, two separate covidien endo gia ultra duet trs 45-4.8 stapling loads failed to cut to the end of the stapler load. Surgeon utilized a third reload of staples in the same stapler handle and it worked appropriately. In all there were two loads that did not fire appropriately (which risk mgmt has sequestered). Surgeon was able to complete the procedure effectively with these reloads. Patient was awakened and taken to pacu for recovery. Patient remains in the hospital at this time.